Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
Removed a070603, g07001 added g02004, g04003, a0706.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and tandem wall adapter resulting in the pump shutting down. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no adverse impact to the customer¿s blood glucose value.